Manufacturer narrative:
Citation: faroux l, et al. Cerebral embolism after transcarotid transcatheter aortic valve replacement: factors associated with ipsi lateral ischemic burden. Ann thorac surg. 2021 mar;111(3):951-957. Doi: 10.1016/j.athoracsur.2020.05.139. Epub 2020 jul 23. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an investigation of the factors associated with ipsilateral ischemic burden during transcarotid transcatheter aortic valve replacement (tavr). All data was collected from a single center between september 2016 and march 2019. According to supplemental table 1, the authors studied 117 patients (predominantly male, median age 78 years) who underwent transcarotid tavr. The patient population was treated with either the medtronic evolut r valve system (67 patients) or the edwards sapien 3 valve system (50 patients). No unique device identifier numbers were provided. Among all patients, two all-cause deaths occurred within thirty days after tavr. Neither of the deaths were attributed to medtronic product. Among all patients, adverse events included: unspecified need for valve-in-valve implantation, stroke, new cerebral ischemic lesions (identified via diffusion weighted-magnetic resonance imaging), new onset atrial fibrillation, life-threatening bleeding, major vascular complications, and carotid dissection at the delivery catheter system access site requiring patch closure. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.